Event description:
The procedure was to treat a lesion in the proximal rca and was reported to be "technically challenging" anatomically. The lesion was predilated and another company's stent was deployed in the proximal section of the rca. A balloon catheter was advanced through the stent to predilate the distal lesion. Then the 3.5/18 penta was advanced through to the previously placed stent, but the guiding catheter jumped forward and the stent delivery system (sds) came back, stripping off the stent. Reportedly this was the third "trip into the body" for the penta, therefore, at some point it had already been removed twice. The stent was located proximal to the deployed stent and the physician then tried post dilating a 2.0 balloon catheter. The stent was not apposed, so a 4.5 balloon catheter was used, but ended up only expanding the distal half of the stent and the guiding catheter pulled out again. The 4.5 balloon was then advanced to the distal end of the stent and inflated and attempted to drag the stent out; however, the stent would not retract through the sheath. The physician tried to snare the stent out of the iliac, but was unsuccessful and the pt went to surgery to remove it. Reportedly, the physician did not blame the product, but put the blame on the challenging anatomy.